Event description:
The day after implant surgery, a post-operative x-ray showed that the tip of the electrode array was bent over. The device was explanted on 08/02/2005 and the patient was reimplanted successfully with a new device.